Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0231275 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned by the facility to aid in our investigation. Based on a review of the device our engineers were able to locate a small incision in the extension tubing located near the adapter body. After a subsequent review of the manufacturing facility our engineers have determine that the most likely root cause for this event is related to a misalignment in the assembly machinery. Two retain samples were tested for leakage and both passed. The connection between the extension tube and connection seat of the sample was also checked with no abnormalities found.

Event description:
It was reported that fluid leaked from the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from chinese to english: "after the puncture in the department of neurology, fluid leaked at the junction between the extension tube and the connecting seat.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked from the bd intima-ii¿ closed IV catheter system during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the puncture in the department of neurology, fluid leaked at the junction between the extension tube and the connecting seat."